Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer was unsure of the amount of insulin the cartridge had been filled with. The customer was unsure of the blood glucose level due to not testing. The customer confirmed that a new cartridge would be loaded onto the pump, and declined further assistance from tandem technical support.